Manufacturer narrative:
Investigation complete, h codes are updated to reflect results.

Event description:
It was reported that during cooling therapy, the altrix displayed a patient temperature out of range compared to set temperature alarm, possibly indicating the blanket/wrap contact surface temperature is not cold enough. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during cooling therapy, the altrix displayed a patient temperature out of range compared to set temperature alarm, possibly indicating the blanket/wrap contact surface temperature is not cold enough. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.